Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during surgery for an ipg replacement (ref. MFR. Report#3006705815-2018-01438) the physician discovered purulent discharge and redness at the ipg site. Reportedly, cultures were obtained and the issue confirmed as infection. As a result, the ipg was explanted and the leads repositioned away from the pocket site. The patient was placed on oral antibiotics as further treatment to address the issue.

Event description:
Follow-up identified the issue is resolved.